Event description:
A malfunction was reported on the customer's insulin pump, which displayed a malfunction code. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy